Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge had a blockage. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
On march 13th, 2023 the distributor reported that troubleshooting was performed, and the blocked cartridge issue could not be duplicated.